Event description:
During a pulmonary vein isolation procedure, blood was leaking from the hemostasis valve of the introducer. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The sheath was received with the hemostasis cap detached, preventing leak testing. However, the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals, consistent with the reported leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.